Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High out of range impedance was measured for all pacing vectors programmed with the lv2 and lv3 electrodes. On (B)(6) 2021, the lead was explanted due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Closing codes were added to the analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.